Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0273396, and no quality issues were found during production. Our quality engineer reviewed the provided photo but could not verify the batch/lot number. However, upon review of the order information the engineer was able to identify that this shipment contained two different lot numbers but the manufacturing facility doesn't ship multiple lots inside the same package so this wouldn't be a manufacturing defect. Next, an investigation was then performed by the distribution center but there was not enough evidence provided in the photos to determine if this was a distribution error as a photo of the delivered box would be required. Therefore, based off the information available the engineer was unable to verify the reported defect. Since the issue could not be verified a definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that 20 spinal needles 22ga 3-1/2in experienced incorrect label information. The following information was provided by the initial reporter: identified inside the sealed box 2 different batches, in a row of 5 needles there is lot 0273396 and 4 rows with 5 needles each there is lot 1089939. Batch number in the sales invoice: (B)(4).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 spinal needles 22ga 3-1/2in experienced incorrect label information. The following information was provided by the initial reporter: identified inside the sealed box 2 different batches, in a row of 5 needles there is lot 0273396 and 4 rows with 5 needles each there is lot 1089939. Batch number in the sales invoice: 0273396.